Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent bkp surgery at l1 level for treating compression fracture.it was reported that cement leakage was observed in the caudal intervertebral disk. No patient complications were reported as a result of this event.